Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Corrected data: corrected to: "02-jan-2019" in the initial MDR. Corrected to: "02-jan-2019" in the initial MDR. Corrected to: "phakic toric intraocular lens, product code: qcb" (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 10/sep/2018 a vticmo 12.1, -8.50/2.0/064 (sphere/cylinder/axis), implantable collamer lens tore during injection into the eye. Lens was removed intraoperatively. A replacement lens was later implanted on (B)(6) 2018. This resolved the problem. Cause of the event is reported as unknown.